Event description:
It was reported that the customer experienced difficulties interacting with the touchscreen. There was no impact to the customer¿s blood glucose. Multiple follow up attempts were made by tandem technical support to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.